Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator for non-malignant pain. It was reported the patient had a burning sensation at the implantable neurostimulator (ins) site for the past couple of weeks. The change in symptoms was considered gradual. No trauma/falls were reported that could be related to the issue. The patient had called their physician who had re-directed them to the manufacturer. The patient was to follow up again with their healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.